Event description:
During a lap assisted total colectomy, the staples weren't forming properly. Case completed with competitive product. Had to control bleeding with bipolar. The energy source was used to clean up malformed staple lines. No transfusion needed. No patient consquence.